Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple issues as stuck button, battery failed and insulin pump error. Customer reported that they were able to clear the alarm. Customer did rewind the insulin pump. The self test was passed. Customer reported that the stuck button alarm occurs when a button was continually pressed for more than 3 minutes. Customer declined to document. No harm requiring medical intervention was reported. The insulin will not be returned for analysis.